Manufacturer narrative:
Product has not been received by manufacturer at time of this report, therefore investigation is incomplete. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the stapler did not dispense staples during a procedure. No patient injury reported.